Event description:
It was reported that a lead product needed to be returned after it was opened for an implantation procedure and it was found that the anchor tether would not separate completely, appearing as though the coil had melted together. In product analysis it was found that the proximal end of the anchor tether helical did not extend fully without a twist in it, which would cause difficulty in wrapping it around the nerve. This was identified to be likely a manufacturing error. The (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped. This most likely occurred due to manipulation of the lead during the attempted implant procedure. No additional information has been received to date.